Event description:
It was reported that the autopulse platform performed compressions for 5-10 minutes, stopped and then displayed a user advisory 16 (timeout moving to take-up position) message. Customer powered the device off then on, changed the batteries, adjusted and changed the lifeband but the message did not clear. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows no damages to the platform. A review of the autopulse archive was performed and the reported complaint of a user advisory (ua) 16 (timeout moving to take-up position) fault was confirmed. The archive data shows that multiple ua16 faults occurred on the reported event date of (B)(6) 2014. The archive also shows ua 12 (lifeband not present), ua 45 (not at "home" position after power-on/restart), ua 24 (timeout moving to "home" position), and ua 29 (loss of brake connectivity) faults occurred on the reported event date. These user advisories are also related to the reported complaint. Functional testing was performed and the reported issue of a ua16 fault was confirmed. It was found that the bushing inside the drivetrain motor had slipped, which caused the drivetrain to be non-functional. Based on the investigation, the parts identified for replacement were the drivetrain motor and the clutch plate. In summary, the reported complaint of a ua16 fault was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective drivetrain. The ua 24 and ua 29 faults are related to the ua16 issue that identified an issue with the drivetrain. User advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. Upon replacement of all the parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.